Event description:
A us distributor reported that a patient's electrode belt was damaged and displayed a service code.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2184) was confirmed. This error resulted in a therapy electrode falloff test. The cause for the failure was the trunk cable connector was damaged. The root cause for the service code 2184 was a damaged trunk cable. No adverse event resulted from the damaged belt.